Event description:
It was reported that the lift column on the 9800 system was sticking in the down motion. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lift column (ps3) power supply. The system was tested and found to be working as intended and placed back into service.